Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bad color lines due to faulty charged coupled device (ccd). In addition, the water leak test from the cable failed. Based on the results of the investigation, it is likely that the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the image on the camera head was not good. There were just a bunch of green lines. The reported malfunction occurred during preparation for an unknown procedure. The procedure was completed with a similar device and no reported procedural delay. There were no error messages associated with this event. There were no reports of patient injury or medical intervention associated with this event.